Event description:
Additional information received later clarified that the pump had been explanted.

Event description:
Additional information determined that the event filed manufacturer's report # 3004209178-2012-04146 is related to this device [a volume discrepancy was reported with the actual residual volume greater than the expected residual volume. They had expected 1ml at refill and aspirated 30-35ml of the infused drugs. It was further added that the pump was implanted 6 months ago. Healthcare provider was unable to aspirate through the cap (catheter access port). They disconnected the catheter from the pump and aspirated directly through the catheter with no problems. They injected the dye into the catheter and the dye was seen coming out of the distal tip. Hcp re- connected the pump and they were still unable to aspirate through the cap due to resistance. It was stated that there were no problems with pump rollers. Patient had experienced an underdose and was at a 10 in the pain scale. Drugs delivered via the device were hydromorphone and bupivacaine. A follow-up report will be sent if additional information becomes available.] Additional information if received will be filed in this manufacturer report henceforth.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a deformed pump tube in the pump head as well as an over-infusion anomaly. Dispense accuracy testing indicated an over infusion by an average of 20% at the 300 ul/day rate. Destructive analysis was performed. There was evidence of moisture and residue inside of the pump. The pump tube was deformed at the outlet side with two significant kinks. The kinks are an indication that the outlet port of the pump may have been occluded. Also noted was that the pump tube had some mechanical wear along the sidewall of the tube. The pump tube also had a slight milky appearance and may have also lost some of its elasticity. A stop pump test was performed to check for leakage past the pump head rollers while the pump was stopped, no leaks were indicated. It is unknown at this time what the cause of the over infusion was. Analysis of the catheter 8709sc revealed an indent in the seal of the sutureless connector as well as an occlusion anomaly. Analysis was unable to flush thru the cap to catheter. The boot of the catheter was intact and not pulled back as received. There was evidence that the sc was misaligned when attached to the pump and would cause an occlusion.

Manufacturer narrative:
Corrected information: no eval explain code .if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump reservoir was found empty on telemetry; on using the refill kit the information was verified as incorrect resulting in extracted 20 ml of drug. 20 ml was injected again by the central port, pass single bolus of 0.0010 mg hydromorphone and 0.00035 mg bupivacaine with duration of two minutes to verify rotation of rollers. Under fluoroscopy constant it was evident that they were working normally. An attempt to pass dye uromirol via the top port noted resistance; it was performed under local anesthesia for a direct review of the pump and tried again but it continued to create resistance. The catheter was disconnected from the pump, and there was good return of cerebrospinal fluid. The dye was passed through the catheter and it was noted to be permeable to the tip. The catheter was then connected to the pump; a washing was performed of the cavity followed by layered closure. It was stated that the surgery was updated with 20 ml pump. Patient was noted to have pain on the scale 10/10 in the legs.

Manufacturer narrative:
The pump and a partial catheter were received; analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. .

Event description:
.